Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient had been hospitalized since birth and was diagnosed with peritonitis during the hospitalization. Treatment information was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital fourteen days after they were diagnosed and was reported to have recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot number h13i03018 involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13i03018 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.